Event description:
A nurse contacted baxter's technical service center to report a therapy program change which occurred on home choice (hc) during use during drain 1. The baxter technical service representative (tsr) arranged for a swap of the device. There was no patient injury or medical intervention indicated at the time of the initial report. Follow up with the nurse revealed that the patient did receive the new homechoice device and is continuing with therapy.

Manufacturer narrative:
(B)(4). The reported issue of therapy change during use was not confirmed in the device logs or duplicated during the evaluation performed by the pal (product analysis lab). The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The pal evaluated the device. The device functioned properly during the evaluation. A review of the service history revealed no issues that may have contributed to the reported problem. The assignable cause for the therapy change during use was undetermined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.